Manufacturer narrative:
(B)(4). The device has been received by baxter. This condition was confirmed through a review of the event history. This complaint is an ancillary service event opened during investigation of (B)(4). The cause is unknown. The device was returned unrepaired upon customer request. If additional information becomes available, a follow-up report will be submitted.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced 11 occurrences of a downstream occlusion set alarm on channel a, which interrupted delivery. These alarms may have been false alarms. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This device is an unremediated colleague pump with a user interface module software version of 5.03.00. No additional information is available.